Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position and the tension spring tether was intact. There was no evidence that the device had been introduced into the aorta. The seal was extended outside the tube and completely unraveled. The suture was inspected and no tears, nicks or other defects were seen. The device as returned was unable to be evaluated for position of the seal. Device measurements were taken. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs ii proximal seal system 3.8mm was loaded but noticed that it didn't look like it loaded properly and when they went to deploy it, it wouldn't come out of device. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).